Event description:
It was reported that fixture mount was cold welded and couldn't dismantle in mount. Implant was removed customer used another device to complete the procedure. Tooth# 19. Dehiscence was reported, confirmed that dehiscence occurred at the time of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
One (1) unknown tsv implant was returned for investigation. Visual evaluation of the as returned product identified no malfunction. Cover screw able to be removed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 19 (universal) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (unknown tsv implant). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur, and the reported event was non-verifiable without return of all items involved.

Event description:
No further event information available at the time of this report.